Manufacturer narrative:
The button error alarmed after a boot up and an intermittent button response on the esc and act buttons due to a corroded keypad. The unit had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
The customer called in to report a button error alarm. The customer reported that the device was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.